Event description:
Operative report ((B)(6) 2006) confirmed a pre-operative diagnosis of acute myocardial infarction with non-st elevation and severe distal circumflex, proximal and moderate mid left anterior descending artery disease (lad) and moderate right coronary disease. A 3.0x18 mm cypher stent was deployed at 12 atms in the distal circumflex. There was a mild to moderate spasm noted after the stent which got better. No intracoronary nitroglycerin was given. Per the operative report, there was successful stenting of the distal circumflex. An angiography also revealed 75-80% stenosis in the mid lad and 50% stenosis in two lesions further down the lad. One month later, the patient underwent cypher stent implantation of the proximal to mid lad. A 3.0x23 mm cypher stent and a 3.0x13 mm cypher stent were implanted in the lad in overlapping fashion. Four years later, the patient experienced a myocardial infarction. Operative report indicated 80-85% proximal to mid lad disease with migration of the distally placed lad stent. The physician stated that "there was a gap in the cypher stents implanted in the lad". Re-pci was successfully conducted with the implantation of a non-cordis stent (3.0x12 mm promus). The patient remained hemodynamically stable.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices were unknown. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00439 and 3003742446-2010-00440. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00439 and 3003742446-2010-00440. Upon further review, it was determined that the event congestive heart failure no longer met MDR reporting criteria. Since it cannot be confirmed if the congestive heart failure was medical history, the event will be captured as a non-reportable complaint. A consumer contacted medical affairs for information inquiry and additionally reported the following event. The consumer stated he had three cypher stents implanted in an unknown vessel for an unknown reason. The patient reported that - one of the stents "moved and collapsed" (B)(6) years after implantation. Treatment included implantation of another stent. The index procedure cath lab report received from the patient's physician clarified that the patient initially received a 3.0x18 mm cypher stent implanted in the distal circumflex artery during the index procedure ((B)(6) 2006) in the setting of an acute myocardial infarction. There was a mild to moderate spasm noted after the stent was implanted that was left untreated and resolved. At this time, angiography revealed 75-80% stenosis in the proximal left anterior descending (lad) and two 50% lesions further down the lad. Approximately (B)(6) month(s) later ((B)(6) 2006), the patient had a staged procedure to treat the proximal and mid lad. The cath lab report indicates that a 3.0x23 mm cypher was implanted. Additionally, "because there was further lesion after the stent, a 3.0x13 mm cypher was implanted distally. Great care was taken not to jail the diagonal. The stents were dilated at 15 and 16 atms. The balloon was then pulled out and between the two stents, it was dilated to 16 atms. The lesion was dilated from 70-85% down to 0%. Further down, 40-45% lesion was present at the diagonal bifurcation which was left alone. There was another lesion 45% diffuse which was also left alone. Timi iii flow, no dissection". The physician reported that the patient was admitted with a non-st elevation myocardial infarction (mi) approximately (B)(6) years later ((B)(6) 2010). The operative report reveals 80-85% proximal to mid lad disease with migration of the distally placed lad stent. The physician stated that "there was a gap in the cypher stents implanted in the lad". Re-pci was successfully conducted with the implantation of a non-cordis stent (3.0x12 mm promus). Index, staged and re-pci procedural films were received and sent for independent review which noted the following: "the case involved a patient who presented with an acute mi with a critical subtotal stenosis of the circumflex coronary artery. The patient had a successful intervention performed. At the time of the index procedure, there was disease which was reported to be 75-80% of the proximal lad and moderate 50% lesions in the mid-portion of the lad. (B)(6) month(s) later, interventions to the proximal and mid lad were carried out with a 3.0x23 cypher proximally and a 3.0x13 mm cypher just distally in minimally overlapping fashion. There was moderate to heavy calcifications and marked tortuosity in the mid lad. The vessel did appear to have moderate diffuse disease though it did not appear to be critical however no ultrasound data is available. Apparently (B)(6) years later, the patient suffered a non-st segment elevation mi and there was disease of the proximal lad and it was felt that the distal stent migrated. Repeat intervention with a 3.0x12 mm promo stent. I do believe that the factors that lead to the follow-up event may have been due to disease progression in the lad and there did appear angiographically to be separation of the stented segments. On review, the stents were placed in a markedly angulated segment with considerable mobility of the vessel at his point, which may have lead to the mechanical factors that created this situation. I think this case highlights the benefit of possible use of intravascular ultrasound, because the extent of the disease present in the lad I do not believe was truly appreciated and at the end of the final procedure there was still a significant narrowing noted in the proximal and ostial segment of the lad which I do not believe was adequately covered" the products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Calcified lesions are a common cause of stent under-expansion which significantly increases the subsequent risk of in-stent restenosis. Review of the information provided suggests that there are patient factors (progression of cad) vessel/lesion factors (moderate to heavy calcification and vessel mobility) and procedural factors (minimal overlap) that may have contributed to this patient's restenotic event and stent migration. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
A consumer contacted medical affairs to inquire about reimbursement for surgical costs incurred during cypher stent repair surgery. The consumer stated he had three cypher stents implanted in an unknown vessel for an unknown reason. The patient reported that "one of the stents moved and collapsed" four years after implantation. Treatment included implantation of another cypher stent. It was unknown if the consumer was hospitalized overnight. The consumer refused to provide any additional information. The patient was contacted and he stated the cypher stents "moved and collapsed." He stated he had three cypher stents that were implanted in the mid circumflex and proximal left anterior descending (lad) coronary artery. He stated that he had a fourth cypher stent implanted as treatment but did not know which vessel the fourth cypher stent was implanted in. The patient gave permission to contact his treating physician. The patient's physician stated that in (B)(6) 2006, the patient had a cypher stent implanted in the circumflex and in (B)(6) 2006, the patient had a 3.0x23mm cypher stent and 3.0x13mm cypher stent implanted in the lad. He stated the stents were overlapping. The physician stated that the patient had a heart attack in 2010 and that it was discovered there was a gap in the cypher stents implanted in the lad. A promus stent was implanted to treat the gap. He stated the patient was did fine after the surgery.

Manufacturer narrative:
Additional information has been received and has been updated. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00439 and 3003742446-2010-00440. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.